Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no problem was noted with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that following implant the patient experienced localized pain in their chest and arm. After that the patient experienced oozing and redness at the implant site and also experienced a heart attack. It was further reported the patient's heart beat was "fast". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.